Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Blower test was performed on the device, and the technical team attributed the malfunction to blower or main electronics. The customer was asked to check if a blower replacement would resolve the issue.

Event description:
The customer reported that the bellavista 1000 experienced blower noise issues, and blower failure. At this time, there was no information provided regarding patient involvement in this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory performed analysis on the log files received. It was visible that the blower temperature alarms were triggered multiple times and the component reached a maximum temperature of 114 degrees celsius. After further evaluation, the root cause was traced to user fault. The blower overheated due to lack of maintenance (filter exchange). Additionally, the end user disregarded the blower temperature alarms on numerous occasions which eventually caused damage to the blower unit.